Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine the bent cannula or if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type.

Event description:
It was reported that the patient was hospitalized at women's and children's hospital due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 29.5 mmol/l (531 mg/dl) with ketones of 6.1 while wearing the pod between 5 and 24 hours on the abdomen. Symptom reported include hyperglycemia and vomiting. Prior to going to the hospital, their caregiver administered corrections which brought the blood glucose levels to 16 mmol/l (288 mg/dl) and ketones to 3.8. The caregiver then administered an insulin pen injection and brought the patient to the hospital. At the hospital, the medical staff removed the pod and noticed that the cannula was bent. The patient was treated with potassium, sugar, saline via intravenous drip and was also given regular saline and insulin via syringe. The patient was discharged the following day.